Event description:
On (B)(6) 2010, consumer inserted a tampon and didn't realize the clear piece of the applicator separated from the device and was inserted with the tampon. Upon removal of the tampon, the clear plastic portion cut her. On (B)(6) 2010, consumer indicated, she had a yeast infection and was prescribed medication by her doctor.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.